Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Event description:
The user facility reported a 77-year-old male undergoing surgery on the left main coronary artery was implanted with an impella cp device for mechanical circulatory support. After implant, the impella pump perforated the patient's left ventricle. The pump was subsequently removed and the patient's lv was surgically repaired to treat the perforation.

Manufacturer narrative:
The investigation for ventricle perforation has been completed. According to the clinical, shortly after beginning impella cp support the patient developed an effusion. A pericardial drain was placed and the patient was sent to the or. Upon further inspection it was discovered that the impella had perforated the lv. The physician noted that the patient had fragile tissue and confirmed that the insertion was never too deep. No product was returned for a visual inspection. Data log analysis was not required for this complaint. The most likely cause of the ventricular perforation was patient condition related. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission. F6/f8 should have been left blank in the initial report.